Event description:
Information was received that the physician believes the post-op dysphagia, painful stimulation, sleep disturbances, shortness of breath was due to stimulation. After matching her new device to high settings as shown in initial diagnostics, it was too much and caused these issues until the device was turned off and then ultimately turned back on to low settings to start the titration phase again. The seizures were noted to be possibly related to stress of over stimulation. The fainting in the office, ambulation issues, vessel protrusion, shakiness, high blood pressure, issues remembering were noted to be na (not applicable). The reason for disablement of the device was to eliminate the adverse effects that the stimulation was causing. It has since been turned on to low settings and will be titrated up. The interventions were noted to be for patient comfort and preclude serious injury (the only intervention noted was the settings change).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that since her implant she had experienced post-op dysphagia. She stated she had a fear of dying due to increased seizures and intense painful stimulation. The device was turned on right away. After surgery she reports that she went to the hospital and had an x-ray and everything looked normal but the physician at the hospital stated there could have been damage due to intubation. She also notes when she saw the surgeon for follow-up she passed out at the surgeon's office and felt as though she was floating. Later when she visited the neurologist she notes diagnostics were normal and the device was disabled. The patient stated she also experienced flushing and vessel protrusion with stimulation. The patient had ambulation difficulties, sleep disturbances, shakiness, shortness of breath, and high blood pressure. The doctor prescribed the patient with xanax for the sleep disturbances. She indicated that she does experience voice alteration with stimulation. She feels like she was damaged from the device because she was having trouble remembering information. The patient followed up with the surgeon and patient and device was fine and device settings were lowered. No additional relevant clarifying information has been received to date.